Event description:
It was reported that the patient presented in clinic for post operation device check. During interrogation, it was noted that telemetry with the implantable cardioverter defibrillator was intermittently being lost and the real-time echocardiograms (egms) were also intermittently displayed. No intervention was performed. The patient was stable.